Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on this lot number. Checking the quality databases revealed that the balloon burst is known. We received a used catheter. After decontamination with anioxyde 1000, we observed the balloon burst. The balloon burst issue is known and monitored on a monthly basis. We don't know the root cause. Based on the above, this complaint confirmed as a product defect. No other corrective action will be implemented as the specific trend for balloon burst and this product family has an average during the last 12 month of 11ppm which is considered acceptable as per the threshold of 25ppm.

Event description:
According to the available information, a (B)(6) patient in charge for abdominal trauma during a rugby shock. Following the placement of a vesical catheter because of the presence of a vesical globe, the patient felt a pain along the penis. After checking the catheter , the nurse saw that there is a leak in the meatus and that there is no liquid in the balloon during the deflation. After withdrawal of the catheter , decided by the doctor , it turns out that the balloon burst. The bladder catheter had to be removed early caused pain for the patient and was ineffective. In addition, there is a risk of lesions of the urogenital ways.

Manufacturer narrative:
This follow-up MDR is created to document the additional information received.

Event description:
Additional information received, stated that no pieces remained in the patient. Unclear if the liquid previously reported was urine or from the balloon. The patient was also suffering from a liver injury at the time of this incident. There was right kidney contusion polar reported.

Manufacturer narrative:
This follow-up was created to document the correction of the results code.